Event description:
A report was received that the patient had an infection at the lead and ipg sites. The symptoms were swelling, redness and pain. The patient underwent an explant procedure. Antibiotics were given to the patient. The physician believes the infection was procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial # (B)(4), description: infinion 1x16 percutaneous lead kit-50 cm. Model # sc-3400-30, serial # (B)(4), description: splitter kit, 30 cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316, lot # 15208102, description: next generation anchor kit-sterile. The ipg passed all visual and performance tests performed. The ipg exhibits normal device characteristics. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. The clik anchor is intact and no parts of it are missing. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the lead and ipg sites. The symptoms were swelling, redness and pain. The patient underwent an explant procedure. Antibiotics were given to the patient. The physician believes the infection was procedure related. The patient is reportedly doing well.